Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The study reported that 3 patients in the fixed bearing group experienced implant loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: do mu, seo js, kang sw, koo ht, suh kt, shin wc. Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clin orthop surg. 2025 aug;17(4):575-581. Doi: 10.4055/cios24372. Epub 2025 jul 15. Pmid: 40785777; pmcid: pmc12328118. G2: south korea h6: proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article; however, it is unknown if they apply to the patient in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.